Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump had a frozen screen. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. Insulin pump had a cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.